Manufacturer narrative:
The reported event was inconclusive because no sample was returned . It was unknown whether the device had met relevant specifications. It was unknown whether the product had caused the reported failure. The potential root cause for this failure could be user related (example: contact with sharp object)/ exposure to petrolatum based products/ mechanical failure/operator error). A potential root cause for this failure mode could be low latex viscosity, short latex dwell time, latex dip speed out too slow causing thin sac. A DHR review is not required as the lot number is unknown. Therefore, no additional action required at this time. Unable to review the labelling due to unknown product code. Although the product family is unknown, the foley catheter ifus are found to be adequate based on past reviews. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd. H3 other text : the device was not returned.

Event description:
It was reported that at 08:50 on (B)(6), 2023, the patient underwent transurethral plasma enucleation of the prostate, the operation was completed at 09:30, and a three-way foley catheter was brought in and connected with normal saline for continuous flushing. At 20:00, the catheter slipped out of the urethra when the patient sat up, and immediately upon checking the catheter it was found that the front end of the catheter had burst. After reporting to the physician on duty, the tube was replaced, and there were no adverse consequences.